Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the having hard time seeing the screen on his pump. The customer's blood glucose was 153 mg/dl. They were having hard time seeing the screen on his insulin pump be of the exposure of the insulin pump to fluid when he went swimming. There was a line on the middle of the insulin pump and numbers were hard to see. Troubleshooting was performed for the fluid exposure. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify missing segment/partial display anomaly due to blank display. Device received with moisture damage motor, vibrator and battery tube assembly.